Manufacturer narrative:
Axsym vancomycin ii assay ln: 5b75. An abbott field service representative (fsr) arrived at the customer site and cleaned and calibrated the fpia optics and calibrated the process and sample probes and completed an instrument preventative maintenance (pm) procedure. The fsr verified the operation of the axsym plus analyzer through instrument diagnostic testing. Results were as expected following field service intervention. There was no impact to patient management reported.a review of the service history of this axsym plus analyzer indicates there were no additional erratic result complaints generated following fsr cleaning of the fpia optics and calibration of the fpia optics and probes. The customer's issue is addressed in the axsym system operation manual (ln# 9a26-06) troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision. Multiple probable causes and corrective actions are listed for an inconsistent results or results not as expected. The probable causes listed include fibrin, red blood cells or particulate matter present in samples and malfunction of the sampling and processing syringe, valve, meia optics malfunction, probe and probe link tubing, inadequate washing of the probe, bulk solutions not dispensing properly and platform sensor malfunctioning. Corrective actions are listed in the operations manual, which also refers the operator to the assay-specific package insert for processing samples. In operational precautions and limitations, a statement is made to evaluate every result in conjunction with other clinical data, e.g., symptoms, results of other tests, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. Also, the axsym vancomycin ii package insert provides adequate information on suitable specimens, results, and limitations of the procedure. A review of the complaint database for similar complaints for the time frame of 2008 to 2009 did not find any similar complaints for the current customer described issue. The root cause for the erratic results could not be determined with the available information. Field service cleaned and calibrated the fpia optics and calibrated the process and sample probes and completed the instrument preventative maintenance (pm). The axsym system operations manual provides adequate information to resolve the customer described issue. A deficiency of the axsym system was not identified. This is a final report.

Event description:
The customer states that one patient sample generated an initial axsym vancomycin ii assay result of 0.00 ug/ml. The sample retested at 12.47 ug/ml, which was the expected result. Controls have been within specification. No suspect results have been reported from the lab. A service call was initiated.

Manufacturer narrative:
Axsym vancomycin ii assay list#: 5b75. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.